Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensed noise which resulted in two untreated episodes. It was noted that the noise had an abnormal morphology. Additionally, high out of range system impedance greater than 400 ohms was noted and a lead fracture was suspected. Technical services (ts) was contacted and recommended x ray imaging and evaluating the other vectors. Ts also mentioned that the patient should be considered unprotected. After imaging was performed, no sharp bends were noted; however, it was noted that the behavior appeared consistent with a fracture. This s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensed noise which resulted in two untreated episodes. It was noted that the noise had an abnormal morphology. Additionally, high out of range system impedance greater than 400 ohms was noted and a lead fracture was suspected. Technical services (ts) was contacted and recommended x ray imaging and evaluating the other vectors. Ts also mentioned that the patient should be considered unprotected. After imaging was performed, no sharp bends were noted; however, it was noted that the behavior appeared consistent with a fracture. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received that a pocket or electrode fracture could not be confirmed from the xray imaging. Ultimately, shock therapy was deactivated. Lastly, an electrode revision is tentatively planned a few months from now.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.